Event description:
The customer was hospitalized for dka. The dr believes the incident was the result of infection. Pt's last set change was a week ago. Troubleshooting conducted during the phone call, however, there was no clamp to perform the hp test. Explained 2hbg rule and advised to monitor bgs closely. Instructed to call back for further troubleshooting once the tubing clamp is received.